Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 450 mg/dl (compact plus) and 170 mg/dl (friend's compact meter) no actions taken based on device results. No adverse event reported. Information regarding friend's compact meter was not available. Requested return of suspect device and replacement was sent.